Event description:
The reporter stated the surgeon inserted a cq2015a collamer espheric three piece lens and the lens haptic tore off. The lens was removed with no patient injury, no incision enlargement and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the lens had not been loaded properly and the cause of the torn haptic was due to a loading error.